Event description:
Pt stepped off curb and felt pain in his hip. Revision surgery performed on (B)(6) 2011. Original surgery was in (B)(6), 2011. No info available about post surgical weight bearing limitations or other medical conditions. Request has been made to obtain more info.